Manufacturer narrative:
This case was initially received via regulatory authority (igj) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced musculoskeletal discomfort ("back complaints"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with eczema and pruritus, fatigue ("tiredness"), musculoskeletal pain ("joint complaints and muscle complaints"), vitamin b12 deficiency ("vitamin b12 deficiency"), memory impairment ("forgetfulness"), weight loss poor ("unable to lose weight") and noninfective gingivitis ("inflamed gums"). The patient was treated with surgery (essure coils and fallopian tubes removal). Essure was removed. At the time of the report, the allergy to metals, musculoskeletal discomfort, fatigue, musculoskeletal pain, vitamin b12 deficiency, memory impairment, weight loss poor and noninfective gingivitis outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, memory impairment, musculoskeletal discomfort, musculoskeletal pain, noninfective gingivitis, vitamin b12 deficiency and weight loss poor with essure. The reporter commented: since essure removal part of the complaints have recovered or are resolving. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced musculoskeletal discomfort ("back complaints"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with eczema and pruritus, fatigue ("tiredness"), musculoskeletal pain ("joint complaints and muscle complaints"), vitamin b12 deficiency ("vitamin b12 deficiency"), memory impairment ("forgetfulness"), weight loss poor ("unable to lose weight") and noninfective gingivitis ("inflamed gums"). The patient was treated with surgery (essure coils and fallopian tubes removal). Essure was removed. At the time of the report, the allergy to metals, musculoskeletal discomfort, fatigue, musculoskeletal pain, vitamin b12 deficiency, memory impairment, weight loss poor and noninfective gingivitis outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, memory impairment, musculoskeletal discomfort, musculoskeletal pain, noninfective gingivitis, vitamin b12 deficiency and weight loss poor with essure. The reporter commented: since essure removal part of the complaints have recovered or are resolving. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.